Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. On going trouble shooting resulted in the pump being replaced. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.